Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/14/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please clarify how many devices was used on this single procedure ¿ 4 single sutures that had the same problem were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ no was there any change in the patient¿s post-operative care due to the prolonged procedure? ¿ no if there are multiple patient events, ask: - provide the specific number of patient events: - 1 did the event occur during one or multiple patient procedures? - what is the total number of procedures? ¿ 1 have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). ¿ no previous complaint the following information was reported: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 3-5, action taken when event occurred? --> take a new suture, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. It was reported that the needle detached from the suture thread while working. It is a complaint that happened now a few times with this specific product code. This problem occurs now frequently and therefore a formal complaint was made. There were no patient consequences reported. Additional information was requested.